Event description:
It was further reported by the physician "wouldn't call it a burr but that it appears the coating focally comes off the wire."

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with the distal end bent at 250.5cm approximately from the proximal end and a jumped coil at 136.1m approximately from the proximal end. Dimensional inspection were all within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified procedure, a "burr" was noted on the end of the guide wire. There was a "burr" on the distal end of this amplatz s/s xch/035/260. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported by the physician "wouldn't call it a burr but that it appears the coating focally comes off the wire."